Event description:
It was reported that the patient underwent a surgery for unknown reason involving a sling device. During this surgery an artificial urinary sphincter (aus) device was implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.